Manufacturer narrative:
If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate. Evaluation statement: this device is not being returned. The device was troubleshooted it he field with our biomedical technician and no fault was found with this device. (B)(4). This report is being filed from the remetrex complaint management system as required under mitek's corrective and preventative actions (CAPA) to file USA FDA MDR missed malfunctions.

Event description:
It was reported by the customer that both pumps had low output and the fill chamber was over-filling. It was unknown how the case was completed. There were no patient consequence. The customer troubleshooted devices after the case was completed and there no issues found with pump. There were no delay or consequences reported. There was patient involvement reported. There were no injuries, medical intervention or prolonged hospitalization. All available information has been disclosed. If additional information should become available, a supplemental medwatch report will be submitted accordingly.